Event description:
Patient reported left side rupture, ¿radial fold and small sized nodules. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Crease folding of implant: crease fold observed on the device. Rupture: no observed opening on the device. Lump/nodule-ndr: not applicable as the event is not related to the device additional observations: deformation observed on the shell. White particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later called and confirmed left rupture and additionally reported left capsular contracture baker grade unknown.